Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly, the patient underwent a revision surgery due to an infection. All implants were removed and discarded at the facility.